Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support due to drain complications. During the call, the patient reported they were seen at the outpatient dialysis clinic for cloudy peritoneal effluent fluid and was given 2000 ml of intraperitoneal medicated solution. During follow-up, the patient reported they presented to the outpatient dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. The peritoneal dialysis registered nurse (pdrn) reportedly drew a peritoneal effluent fluid culture and cell count, and the patient was diagnosed with peritonitis. The patient stated the pdrn administered intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided) at the clinic, and continues to do so every few days. The patient stated no causality was determined, and they continue to utilize the same liberty select cycler ¿without a problem.¿ subsequent attempts to obtain additional information from the pdrn (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis (characterized by cloudy peritoneal effluent fluid), which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. However, when the event was reported, there was no mention/indication a fresenius device(s) and/or product(s) was involved. It is well established those individuals¿ undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the limited information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Furthermore, the patient continues to utilize the same liberty select cycler at home without reported issue.

Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support due to drain complications. During the call, the patient reported they were seen at the outpatient dialysis clinic for cloudy peritoneal effluent fluid and was given 2000 ml of intraperitoneal medicated solution. During follow-up, the patient reported they presented to the outpatient dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. The peritoneal dialysis registered nurse (pdrn) reportedly drew a peritoneal effluent fluid culture and cell count, and the patient was diagnosed with peritonitis. The patient stated the pdrn administered intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided) at the clinic, and continues to do so every few days. The patient stated no causality was determined, and they continue to utilize the same liberty select cycler ¿without a problem.¿ subsequent attempts to obtain additional information from the pdrn (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.